Event description:
It was reported that the patient was programmed with adaptive stim but the patient programmer showed a different position than what was programmed. The physician decided to use manual programming in place of adaptive stim and to follow up with the patient in two weeks. It was later reported that when the patient sat on a toilet seat he felt strong stimulation. When the patient tried to decrease stimulation, the patient programmer showed an error code. The physician checked the neurostimulator and it appeared to be working okay. Adaptive stim was tried again and was programmed correctly. The physician then checked the neurostimulator pocket and it seemed as if the neurostimulator was moving in the pocket. The physician thought this was related to the implant procedure.

Manufacturer narrative:
Programmer model unknown serial# unknown.